Event description:
It was reported that the device gave an alarm with error message "error 20201". No known adverse effects to patient.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 20201 was verified. The event log did not show the error. Service will replace the micrprocessor board. Use testing was performed. The problem source is defective component of the microprocessor board.